Event description:
Valve thrombosis. Patient was well-anticoagulated for most of the time since implant. Recently, patient changed to a different clinic and anticoagulation was known to be subtherapeutic. She started menstruating and the clinic stopped anticoagulation because of heavy bleeding. End result is she required a re-operation due to a clotted valve.

Manufacturer narrative:
The valve was returned to the distributor who submitted it to an independent surgeon for evaluation. Dr found the valve to have thrombus in the leaflet hinges. Given his evaluation, we did not have the valve returned. Also, the operative notes for the re-operation states "...the mitral valve leaflets were totally blocked with clotted blood...".